Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. Per operational and diagnostic, this complaint can be confirmed. During evaluation, the device was found to be physically broken. The handle/lever was loose and worn gear was also identified. The handle/lever was adjusted and the defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. When the device parts are faulty, the device would not work as expected, therefore is a possible root cause of the reported problem. However, a definite root cause cannot be determined with the available information. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the fms vue pump had a functional failure. There was no patient consequence and no surgical delay was reported. No additional information was provided.